Event description:
It was reported that 5-6 days after a laparoscopic sigma procedure, the pt got an abscess. As the sigma is one of the contaminated parts of human body and is therefore per definition not free of germs. Therefore, this complaint is not considered to be connected with the used cdh29 and we do not have further information. There were no adverse consequences for the pt at the time of the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.